Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: proximal femoral nail anti-rotation blade has become stuck to the impactor and is unable to be removed. It was reported that this has happened in the past but it had been able to be removed prior to this time. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the investigation of the complained articles has shown that the blade is stuck into the impactor. It was a lot of force necessary to remove the blade from the impactor. The present proximal femoral nail antirotation (pfna) blade shows heavy damages at the whole part. Based on these findings the connection between the impactor and the pfna blade was over tightened during insertion which finally led to the jamming. The articles were analysed for conformance to print specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.